Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not securely attached to the adapter plate. A field service engineer discovered that the nuts on the adapter plate were loose, causing the smart remote manager to shift towards the rear. The hasp was adjusted, and the position of the smart remote manager was corrected, allowing it to open and close properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system refrigerator had failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.